Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. According to the patient¿s parent, on (B)(6) 2025, the patient experienced a skin reaction with itching, redness, pustules, and infection underneath sensor pod area only. The reaction was treated with a prescription of an unspecified oral antibiotic, and an unspecified steroid cream. No photo was provided. There was no documentation of medical intervention. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.